Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer updated the station firmware to ensure compatibility with all enhanced half height (ehh) cubie drawers. Since the recovery option was still unavailable, the engineer worked with the customer to hold the drawer shut while accessing it, which forced the failure status and enabled recovery. The customer successfully recovered the drawer, and all relevant tests passed in hardware test application. The customer confirmed that storage space access was restored without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.